Event description:
Boston scientific received information that this implantable defibrillation lead exhibited an increase in pacing impedance measurements. Additionally, noise was observed which was oversensed and resulted in pacing inhibition. It was determined the rate/sense portion of the lead had fractured. An invasive procedure was performed. A new rate/sense lead was implanted, the shock portion of this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.